Manufacturer narrative:
Made correction to b2. This is not a death event.

Event description:
Provider allegs the consumer got stuck in the lift chair when the lift motor allegedly stopped working.

Manufacturer narrative:
The device has not yet been made available for evaluation at this time. Should further information become availabe, a follow-up report will be issued.

Event description:
Provider allegs the consumer got stuck in the lift chair when the lift motor allegedly stopped working.

Event description:
Provider allegs the consumer got stuck in the lift chair when the lift motor allegedly stopped working.

Manufacturer narrative:
The alleged condition could not be duplicated.